Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual device was not available; however, photographs and a companion sample were provided for evaluation. During visual inspection of the provided photographic sample, the blood header of the filter was observed cracked and leaking. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause identified was that a shock occurred during shipping. A product with such damage would have been detected during our 100% in process visual control & leak test and been discarded during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported a cracked filter was observed in a prismaflex st100 set which resulted in an external fluid leak. The event occurred during priming. There was no patient involvement. No additional information is available.